Manufacturer narrative:
(B)(4). H2: additional information. H6: conclusion code - additional.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient¿s parent stated the patient experienced itchiness and had a hard lump filled with pus under the sensor patch. A healthcare personnel (hcp) was consulted on (B)(6) 2020, who prescribed a five-day course of amoxicillin. No additional patient or event information is available.